Manufacturer narrative:
The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Bleeding is also a known potential complications that may be associated with all patients implanted with vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including therapeutic anticoagulation guidelines. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined; however, clinical factors that may have contributed include the patient's unique anatomy, and related comorbities. There are patient and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported by a perfusionist that the patient was admitted to the hospital with h & h 7.7/23.7 on (B)(6) 2015. He had no signs or symptoms of bleed. A tagged red blood cell scan done on (B)(6) 2015 was negative for bleed, but test results showed iron deficiency anemia. He received a total of 4 units of blood and was discharged home on (B)(6) 2015 due to a personal issue with an h & h of 9.8/29.8 .